Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure wherein the entire system was removed for an unknown reason. Physical analysis was not performed in our laboratory, as the devices were discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. (B)(6). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. (B)(6). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7036793. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. (B)(6). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: na. Batch: 22758876. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: na. Batch: 22758876.

Manufacturer narrative:
Block d6b: explant date is unknown.

Event description:
It was reported, that the deep brain stimulation (dbs). Patient underwent an explant procedure, wherein the entire system was removed. For an unknown reason. Physical analysis was not performed in our laboratory. As the devices were discarded by the facility. Additional information was received, that imaging taken in the field revealed, the leads were not optimally placed. Resulting, in the explant procedure.